Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. One tsv implant mount with screw was returned for investigation. Visual evaluation of the as returned product identified fracturing at the mount hex. Device history record (DHR) review was completed for the subject lot number 63497216. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63497216) for similar event (complaint keyword category: fracture : mount) and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
Doctor reported that mount is damaged. Upon visual inspection, the mount hex was identified to be fractured.